Manufacturer narrative:
Complaint of overheating and clicking sound was confirmed. The gearbox was found to be jammed and corroded internally. The root cause of this event was identified to be associated with corrosion of the motor and gearbox assembly. A review of the device history record was performed which confirmed no inconsistencies.

Event description:
It was reported the powermax elite mdu hand control makes clinking sounds and the handle gets hot. A backup device was utilized to complete the procedure. No patient injury or complications were reported.